Manufacturer narrative:
H3 other text : the remote service engineer evaluated the device remotely.

Event description:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating that the connector's external paddle cannot be locked. There was reportedly no patient involvement. The rse evaluated the device remotely and determined that the efficia external paddles were defective. The defective efficia external paddles were replaced. The device remains at the customer's site, and no further evaluation is warranted at this time. Based on the available information and conducted testing, the reported problem was confirmed to be caused by a malfunction of the defective efficia external paddles. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The efficia external paddles were replaced to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.